Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch has no power. Associated malfunctions for this device: pilot valve ohms at 184.7, sieve bed leaking.